Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced high blood glucose event on (B)(6) 2026. The patient reported symptoms of fatigue and weakness. The event lasted more than four hours. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: canada.